Manufacturer narrative:
Additional unsuccessful attempts have been made by baxter to obtain further pertainent information concerning this report. Baxter considers this report closed; however, baxter will submit additional information if it becomes available.

Event description:
Distributor in south africa advised baxter by written communication of two incidents of cracked minicaps. Samples are available. No other info is known at this time.